Manufacturer narrative:
Although a probable temporal association exists between dialysis therapy with fresenius products and the events of bacterial peritonitis with subsequent ensuing sepsis and acute respiratory failure/ suspected respiratory arrest; there is no documentation that indicates a causal relationship between fresenius products and the adverse events. Moreover, there is no documented allegations against any fresenius products and these events. Furthermore, the details of the patient¿s last dialysis treatment corresponding to these adverse events are unknown. The etiology of the peritonitis event is unknown. However, it is possible the bacterial peritonitis infection lead to the subsequent development of sepsis (unknown symptomatology) and ultimately respiratory failure/ arrest. The pt. Also has significant cardiac/ medical comorbidities (ei: diabetes mellitus, congestive heart failure, morbid obesity, spinal cord stimulation) which may have been a potential contributory factor in the severity of the pt¿s adverse events. Due to multi-factorial potential contributory sources actual causality cannot be determined at this time. Should additional information become available, this clinical investigation will be re-evaluated.

Event description:
Medical records were received which revealed that in december the patient was admitted to the hospital for acute respitory failure and suspected respitory arrest. The patient was also noted to have speculum bacterial peritonitis with sepsis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined

Event description:
Medical records were received which revealed that in (B)(6) the patient was admitted to the hospital for acute respiratory failure and suspected respiratory arrest. The patient was also noted to have speculum bacterial peritonitis with sepsis.